Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim low audio output on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for an internal visual inspection and it passed. The reported event of a low audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Previously f1 was submitted with incorrect MFR# 3004753838-2017-57144,. Resubmitted follow up 001 report with correct MFR # 3004753838-2016-57144 to match the initial MDR.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f1 was submitted with incorrect MFR# 3004753838-2017-57144, resubmitted follow up 001 report with correct MFR # 3004753838-2016-57144 to match the initial MDR.